Event description:
A report was received that the patient is having difficulty charging her implant. A bsn representative analyzed the patient's database and confirmed no anomalies were found. The patient will undergo a revision procedure.

Event description:
A report was received that the patient is having difficulty charging her implant. A bsn representative analyzed the patient's database and confirmed no anomalies were found. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo the revision procedure and no further action will be taken.